Manufacturer narrative:
The clinical analyst has reviewed the file and stated the following: "the customer has reported that during a cataract surgery (at the beginning of the phacoemulsification), excessive overheating of the phaco handpiece has occurred. A non-watertight incision has been confirmed and major corneal retraction with corneal edema. Additional information was requested but was not obtained. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch's corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. It should be noted however that phacoemulsification has the lowest rates for corneal edema and corneal transplantation (0.62%) when compared to other cataract surgeries (icce=1.4%, ecce=0.63%) 1 . In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, intralocular lens implant (iols), and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydrations, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient's ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology." No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on june 10, 2015. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported through the national competent authority an excessive overheating of a handpiece during a cataract surgery. The overheating resulted in a corneal burn with a non-watertight incision, corneal retraction and corneal edema. Additional information has been requested but not received to date.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample did not show any visual nonconformities. The handpiece (hp) cable jacketing was unable to be penetrated with a fingernail. The flow rate test was performed and successfully completed. The hp was then connected to a calibrated centurion system and it was primed and tuned without any nonconformities. The hp was run at 100% power for 5 minutes per the standard test procedure (stp) and no abnormalities were observed. Finally, u/s and torsional strokes were measured on the dynamic tuning fixture (dtf) and were verified to meet specifications per manufacturing test procedure (mtp). The hp was verified to meet all product specifications. A root cause cannot be determined. (B)(4).